Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information through a clinical study form, that approximately one week post system implant, to included a right ventricular and right atrial lead, a pericardial effusion was exhibited. It was unknown if the effusion was the result of a perforation sustained during, or post-implant. The patient was administered aspirin and provided an extended hospital admission. No further intervention was required. To date, both leads remain implanted and in service with no additional anomalies reported.